Event description:
The customer contacted physio-control to report that their device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the on/off button. The button was deformed and the sensor did not respond when the lid was opened and closed. The customer was sent a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Initial reporter email address was not provided and is therefore, left blank.